Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a thyroid procedure, the device fired malformed clips from the first firing. Another device was used to complete the procedure. No adverse consequences reported.